Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device is filed under separate medwatch report number.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced however it was noted one gripper would not lower. Troubleshooting was performed unsuccessfully therefore the cds was removed. It was then noted the steerable guide catheter (sgc) lost fluid column. Aspiration was performed and the sgc was used without further issue. One clip was used to complete the procedure, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.